Event description:
It was reported that during surgery, a plastic fragment detached from the oxford xl drill guide and entered the surgical site. The drill guide had already been used and was not required for the remainder of the procedure, allowing surgery to continue as planned. The fragment was successfully removed during the procedure. No complications, serious injury, or death were reported. The instrument had been used approximately 50 times before the event. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.